Event description:
It was reported that the customer passed away. The caller stated that the customer's death was blood glucose related, but he didn't know if it was due to hyperglycemia or hypoglycemia. The customer was wearing the insulin pump at the time of her death. The caller stated that the paramedics were called due to the customer being unresponsive due to high or low blood glucose levels. The customer stated that the customer had experienced issues with the insulin pump prior to her death, and was attempting to get back on the insulin pump when the incident occurred. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Act.